Manufacturer narrative:
The complainant was unable to report the device lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Refer to manufacturer report # 3005099803-2018-61284, 3005099803-2018-61285, and 3005099803-2018-61287 for the other associated device information. It was reported to boston scientific corporation that three speedband superview super 7 devices were used during an esophageal variceal banding procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the handle would not turn. The same issue occurred with the other two speedband superview super 7 device which cause the physician to cancel and reschedule the procedure. Additionally, it was noted that there was no difficulty when setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.